Event description:
Dealer is stating that the left side of the head spring section was bent when received, dealer tried to hammer it out but could not. No other information provided.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. No problem was found with the device. The complaint was not confirmed. (B)(4).

Event description:
Dealer is stating that the left side of the head spring section was bent when received, dealer tried to hammer it out, but could not.